Event description:
A nurse reported that the doctor had a problem with air/fluid exchange during a vitreo-retinal procedure. A "perceived delay" was also reported. The case was able to be completed w/o harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).